Event description:
It was reported that there was no electrode part observed when the sensor was checked. The physician was wondering if the sensor remained in the body of the patient. Customer's blood glucose was not known. It was agreed upon that the sensor would be returned for analysis.

Manufacturer narrative:
Found sensor cannula retracted inside of the sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.